Event description:
According to the reporter: lobectomy (B)(4). For the next firing a new egia45amt was loaded and the green button was pressed with clamping on tissue. Then the status indicator lamp turned to blue, however it could not fire at all even by pushing the blue button. With the same sulu, another manual stapler (egiaustnd) was used with to complete the case with no problem. No patient harm. The patient current status reported as good. Operating time was extended less than 30 min. No additional tissue resection was necessary. No tissue damage. Nothing fell into the cavity. No bleeding. Only idrive and the adapter will be returned for investigations.

Manufacturer narrative:
(B)(4).